Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump received under delivering. The blood glucose value was 300 mg/dl at the of incident. Customer¿s current blood glucose value was 102 mg/dl. Customer also specified other relevant blood glucose 180 mg/dl, 120 mg/dl and 130 mg/dl. Customer alleging the insulin pump because the customer stated that he had given 2 to 3 bolus to bring his blood glucose down after a meal. Customer also stated that the top of the battery compartment was cracked. The insulin pump will return for the analysis.

Manufacturer narrative:
Insulin pump passed all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime, compromised force sensor system and excessive no delivery test. No under and over delivery anomaly noted and passed the dat test at 0.08720 inches. Pump received with cracked battery tube threads noted.